Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a five second symptomatic loss of telemetry on the implantable pulse generator (ipg) during the right ventricular threshold test. It was also reported there was far field r-wave (ffrw) oversensing on the atrial lead. The right ventricular (rv) lead thresholds were increased slightly. The pacing system remains in use. No further patient complications have been reported as a result of this event.